Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of under-sensing and inappropriate low voltage output as a result. No intervention was performed. There were no patient consequences.